Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough hc; guide catheter: jl4 7f; stent: xience prime 3.5x15mm. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the mildly tortuous, non-calcified, proximal left anterior descending artery for treatment of a 90% stenosis, pre-dilatation was performed using a 3.5x15 non-abbott balloon. A 3.5x15 rx xience prime stent was deployed successfully. A 3.75x15 nc rx trek dilatation catheter was advanced without resistance for post-dilatation; however, air was noted to be coming into the inflation device while negative pressure was applied. The physician suspected that the air may be related to the unspecified inflation device and exchanged the inflation device for a new inflation device. During an attempt to inflate the balloon, the hub of the nc trek detached from the hypotube. The catheter was withdrawn from the patient anatomy without resistance and post dilatation was performed successfully using a non-abbott balloon. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.